Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The sys was unable to power on with the battery. The battery was replaced and the new battery was charged over twelve hours. However, last measured discharge (lmd) value was 15.3ah (less than 18ah). The power mgr board was also replaced and lmd value became 18ah. The concerned battery was discharged in the field. Only the power mgr board was received by the MFR.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the sys 1 activated with alternating current (a/c) power, the battery indicator kept lighting up red. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss and no adverse consequences to the pt. Per clinical review summarization: the perfusionist (ccp) noticed the power status indicator on the front panel of the unit base was red. This indicates the battery is in a very low charge state (less than 25%). There was no loss of alternating current (a/c) power during the procedure. After the procedure, the battery was tested as the power plug was removed from the wall ac power outlet. The sys immediately shut down, as battery life was very low. The case was completed successfully, without delay and without associated blood loss. There was no loss of ac power during the procedure, and no harm was observed or reported.